Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during cardiac resynchronization therapy (crt) defibrillator implantation, when inserting the 0.14f balance middleweight universal ii guide wire into the non-abbott catheter, the guidewire locked at the beginning of the pre-formed curve. It was assumed that there is puncture of the catheter from the inside, however, this was not confirmed. A new non-abbott catheter was used with the same guide and the procedure was successfully completed. No additional information was provided.